Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution and slda appear to be related to patient morphology/pathology. The reported patient effect of tissue injury appears to be related to the slda. Death appears to be due to the underlying clinical state, comorbidities, and the acute nature of the clinical presentation. Tissue injury and death are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention and medication required were results of case specific circumstances as another clip was placed to stabilize the slda and catecholamine was provided. There is no indication of a product issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott medical affairs director and the reviewer stated ¿narrative reviewed. No imaging available. The presentation was acute due to a flail mitral valve leaflet. An urgent mitra clip procedure was performed and an slda was reported in the flail anatomy. The mitral regurgitation severity prior to procedure was stated as 3+ and was not able to be improved by the mitra clip procedure. The patient was reported to have significant comorbidities including severe lv impairment and the patient passed away an estimated 5 days post mitra clip procedure. The cause of death appears to be due to the underlying clinical state, comorbidities, and the acute nature of the clinical presentation. The slda is likely related to the flail anatomy and not procedural or device related.¿

Event description:
On an estimated date, (B)(6) 2025 (several days post-procedure), the patient had hypotension and medication was provided with high-dose catecholamines. It was reported that the patient had expired due to hemodynamic instability and multi-comorbidities that included mr, tricuspid regurgitation (tr), poor left ventricle ejection fraction (lvef), and poor lung condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 09 january 2025 that a patient presented with grade 3-4 mixed mitral regurgitation (mr) a large flail, fragile leaflets, and a prolapsed leaflet for a mitraclip procedure. Imaging was poor due to patient anatomy. The device was prepared per instructions for use (IFU). Three clips were implanted. Post-implant a single leaflet device attachment (slda) was observed on the third clip. The clip was detached from the anterior leaflet and remained attached to the posterior leaflet. A cleft was noted on the a1 and a2 leaflets. One ntw clip was placed medially to stabilize the slda. An additional ntw could not be implanted lateral to the slda clip. The tissue on the lateral side was determined to be too fragile for deployment. The leaflets were damaged from the slda and were difficult to grasp. To avoid further damage, the clip was removed and the procedure ended without further reducing the mr. The final mr grade was 3. Per the physician, the slda was due to pre-existing patient anatomy. On an estimated date, (B)(6) 2025 (several days post-procedure), it was reported that the patient had expired due to hemodynamic instability and multimorbidity. No additional information was provided.